Manufacturer narrative:
Event date: exact date unknown, event occurred about a year after the implant date. Explant date: a year after the implant date. Additional suspect medical device component involved in the event: product family: scs-paddle leads; upn: m365sc8336700; model: sc-8336-70; serial: (B)(4); batch: 7018218.

Event description:
It was reported that the patient experienced inadequate stimulation. The patient underwent an explant procedure, and the explanted devices were discarded per hospital policy. No further information has been obtained despite good faith efforts.